Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer (fse) confirmed the reported problem. The fse replaced the exhalation flow sensor to resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported error code 3126, difference (>20 lpm) between oxygen flow sensor and exhalation flow sensor. There was no patient involvement.